Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer¿s right ventricular (rv) lead exhibited noise and oversensing resulting in pacing inhibition with asystole for greater than 5 seconds. The patient experienced several syncopal episodes and fell. The patient spilled hot coffee on herself, sustained a bump on the head along with several scrapes and bruises and reportedly fell onto a dishwasher and caused damage to the dishwasher. The patient was seen in the hospital and the noise was felt to be consistent with oversensing related to the respiratory rate trend (rrt) feature. The rrt feature was programmed off. No additional adverse patient effects were reported. This product remains implanted and in service.